Event description:
It was reported that there was a leak between the connection of the supply line of the homechoice cassette and the supply bag. The patient was connected at the time of the event. This occurred during dwell one of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.